Manufacturer narrative:
The device was returned, and all investigations showed normal function. Battery voltage was above elective replacement level, and had normal longevity range.

Event description:
It was reported that the asymptomatic patient presented in clinic for a prophylactic exchange of their advisory pacemaker device. The exchange was completed without issue. The patient was stable throughout. Further information was requested but not yet received.